Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to device upgrade procedure, noise was observed. The lead was capped and replaced. Patient was in good condition after a successful procedure.